Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. The pump was also received with moisture damage on the motor, battery tube, and vibrator assembly. They were unable to perform the full functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test due to the blank display. The pump was received with a cracked reservoir tube lip, a minor scratched lcd window, a scratched reservoir tube window, a cracked reservoir tube, and a cracked reservoir tube window.

Event description:
The customer reported via phone call that she put in a new battery and a light will come on but it just slowly disappears. Customer stated that the screen is blank and when she pushes the act button, the screen comes on but fades quickly. Customer stated that the pump started alarming missed bolus and started to fade in and out. Customer received another alarm but couldn't remember the alarm name. Customer's blood glucose was 320 mg/dl at the time of the incident. Customer stated that she was changing her medication and noticed the pump had a crack leading into the reservoir. Customer stated that the casing is cracked on the window of the reservoir chamber. Customer's blood glucose reading was 120 gm/dl earlier today. Customer was eating and not taking insulin. Customer had a soda and a beer. Customer treated with a manual injection. Customer was advised to do a complete set change.